Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump was malfunctioning while at camp. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: during investigation, the pump powered on appropriately to the verify screen with functional auditory and vibratory features. A review of the black box and pump histories did not indicate any pump defects. There were no issues found on investigation relating to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.